Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode. Device replacement was recommended. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported, and this device has not been returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode. Device replacement was recommended. Additional information was received indicating that this device was explanted and replaced. Additional information provided prior to device explant therapy had been turned off. This device has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reverted to safety mode. Device replacement was recommended. No adverse patient effects were reported. This device remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.